Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they "had a buzzing on the outside wire" and it was fixed. The patient further reported that later there was a thumping because "it hit the diaphragm nerve" and that was fixed also. The lead remains in use. No further patient complications have been reported as a result of this event.